Manufacturer narrative:
Block b3: approximated based on the date of the clinical visit reported via fax. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7074912 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 5142432 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 27415005. Model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient implantable pulse generator (ipg) became more prominent and was sticking up, resulting in discomfort. This was attributed to non device related weight loss experienced by the patient. Additionally, the patient reported an inability to feel stimulation, and evaluation revealed high lead impedances suggesting compromised system performance. As a result of these issues, the patient underwent an explant procedure.